Event description:
On november 1, 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was displaying three dashes and the testing sequence did not appear. On november 6, 2006 the medical affairs specialist (mas) spoke with the patient to obtain and verify information. The mas also reviewed the record telephone call. On october 27, 2006 the patient noted the reported meter displayed only three dashes, while attempting to perform a test; she was unable to obtain a blood glucose reading. At that time, the patient was experiencing the symptoms of shaking, sweating, irritability and 'felt high.' These were the patient's usual symptoms of high blood glucose levels. The patient took no action following the use of the meter. A friend took the patient to the emergency room, where her blood glucose level was tested to be 430 mg/dl. The mas confirmed the patient was treated intravenously with insulin, not glucose as orginially documented, and then released. The patient had taken her normal meals and medications on the day of the event. The patient and the healthcare professionals were unable to determine the possible cause of her hyperglycemia that day. During a physician's office vist on october 31, 2006 at 11:30am, the patient's blood glucose level was tested to be 240 mg/dl. The patient takes the oral diabetes medication actos (pioglitazone) 45 mg per day, and novolog 70/30 insulin 60 units in the morning and 30 units in the evening. The patient adjusts the insulin dose based on meter readings. The reported meter is a backup meter, and had not been used for one month. The patient attempted to use the reported meter on the day of the event, because she had no more test strips for her primary meter. The customer care advocate (cca) determined during the troubleshooting telephone call that the patient was incorrectly pressing the memory button on the meter, prior to inserting the test strip. According to the owner's booklet, the meter will display three dashes if the memory holds no records. The cca determined the patient's test strips were expired, which can cause inaccurate readings. The meter, test strips and control solution were replaced. The patient's testing technique was incorrect and she was unable to obtain a blood glucose reading on the reported meter, while experiencing symptoms that suggested hyperglycemia. She received emergency medical attention and insulin treatment. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.